Event description:
Hamilton medical ag received the following description: the inspiratory valve check (as part of start-up testing) failed. Exchange of the inspiratory valve and full calibration resolved the issue.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update 05apr2024: root cause: it is concluded that the root cause was a defective inspiratory valve.